Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional later reported left side "any creases." Device has been explanted and replaced.

Event description:
Healthcare professional later reported left side "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the diaphram flange disk and crease flat. Leak test and microscopic analysis was performed which identified: delamination of the diaphram flange disk and opening crack on valve seat diaphragm valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure). Creases are observed but have no relationship with manufacturing.